Manufacturer narrative:
Batch review performed on 25 august 2022: lot 188982: (B)(4) items manufactured and released on 06-feb-2019. Expiration date: 2024-01-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At 1 year and 11 months after the primary, the patient came in reporting pain due to a loose tibial tray and the cause is unknown. The surgeon revised all components except the patella and the surgery was completed successfully.